Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that the identified device diagnosis was lead migration/dislodgement. The etiology was not related to implant procedure. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study. It was reported that x-rays was received and was forwarded to physician. The cause of the increased pain was not determined and no actions were taken. The outcome was reported as ongoing as of 2018-mar-14. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the therapy was suspended as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study reporting that MRI results reviewed with lumbar spondylosis and anterolisthesis of l4-5 and it showed the leads were intact. Manufacturer representative reprogrammed the entire system on b)(6) 2018 with new (B)(4) program and (B)(4) program. The outcome was reported to be resolved without sequelae as of b)(6) 2018. The etiology was reported to be due to programming. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) spinal pain. It was reported that the patient experienced increase pain and lack of efficacy on (B)(6) 2017. Exam by the physician questioned possible lead migration. X-rays were performed, but the results were not reported. No action was taken. The etiology indicated the relationship of the event to the device, therapy, and implant procedure was possibly related. The outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the device was not helping the patient¿s pain in their hips, lower back, and legs, despite reprogramming and attempts by the manufacture representative (rep) to assist the patient. The patient was not charging, not using and had no plans to use. The patient would be removed from the study as he did not plan to use the device in the future. It was noted the event was possibly related to the device or therapy. It was noted the event was possibly related to the implant procedure and was not due to programming. It was noted the most recent interrogation prior to the event was may 8th, 2018. It was noted the patient had a loss of pain relief. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the x-rays confirmed the leads were intact and a lead migration was ruled out. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that event was unlikely related to the implant procedure. No further complications were reported/anticipated.